Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit was deteriorated and therefore water tightness was lost. In regard to the deteriorated cable unit, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head lost water tightness, and the cable unit was deteriorated. There was no patient involvement.